Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient felt their device is moving. Pt stated about a month ago they heard a pop come from their device and now believe it is detached. Pt stated their device is kind of floating around and that they can feel "it" moved and is coming closer to the surface. Pt stated they guess it was implanted deeper and now "whatever was implanted in their left buttock" has moved. Pt also stated they "had trouble getting some results and figured that part out".  Requested another list be sent so they could have an hcp closer to houston. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported/anticipated at this time.

Event description:
Additional information was received from the patient. They were bending over in the morning to attend to their shoes and felt "it pop," and that it had come dislodged and come to the surface of the skin. The patient clarified that it had not come through the skin, it was just closer to the surface. The patient stated that it did hurt, and that their managing health care provider (hcp) had told them they could either do nothing, have the ins replaced or have it removed. The patient stated that despite the fact that they hadn't been using the ins, they opted to have it replaced on (B)(6) 2022. Patient services was focused on the patient's migrating systems and did not inquire further about the comment about the patient not using the ins prior to it "dislodging,"

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.